Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformance's that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the real-time image did not appear temporarily because unexpected stress was applied to the camera head or the cable unit due to user handling and the ccd unit or the cable unit failed.

Manufacturer narrative:
An olympus sales representative worked with the customer to troubleshoot the problem. During the troubleshooting, the issue was resolved. The customer was instructed to check the contacts on the paddle, and they expressed that there was a rust like substance. The customer was instructed to wipe the contacts with an alcohol wipe and to clean the socket of the processor for residue. After this was performed, they were able to obtain a good image. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that they received an unknown error and no image occurred when using a camera head. No patient involvement or injuries were reported. No additional information has been obtained.